Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on 06-dec-2022 via email and attached to complaint object: date of the event: 11/18/2022; the event did not occur during patient use.

Manufacturer narrative:
Other text: device evaluation: tamper seals are intact. Good condition with no appearance of any physical damage. Displayed in the event history log - primary audible alarm bdnd test. Could not download history because of issues with pharmguard. Power up and audio test. Unable to duplicate the primary audible alarm post error at power up. Audio test of speaker at level 1 the reading is 12, at level 2 the reading is 25, at level 3 the reading is 50, at level 4 the reading is 104 and at level 5 the reading is 168. Unable to determine the intermittent of the error, speaker and interconnect pcb were carefully inspected and no physical or any other damage was found. Replaced speaker for preventive. Performed pm maintenance and all functional testing.product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in september, 2022 and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that the device was alarming primary audible alarm background test. There was no patient injury reported.